Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The nc quantum apex device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with non st-segment elevation myocardial infarction. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a stent was implanted, an 8mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with non st-segment elevation myocardial infarction. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a stent was implanted, an 8mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized.